Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided picture identified, the explanted liner with wear noted, to the inner spherical surface and rim. The device is covered in bio-debris. No further evaluation can be made. Part and lot identification are necessary, for review of device history records. Neither were provided. Complaint history: review cannot be performed, without product identification. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed, based on the provided picture of the worn device. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown head 507520. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was implanted with zimmer biomet products on an unknown date. Subsequently, the patient was revised due to poly wear. The head and liner were exchanged.